Manufacturer narrative:
An event of shortness of breath and chest tightness, which was suspected to be due to device migration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying a 20mm amplatzer septal occluder that may be related to migration one month post-implant. The patient was successfully implanted, however, a month post-implant, the patient presented to the emergency department with increasing shortness of breath and chest tightness. CT was negative for pulmonary embolus, although foreign body was noted in the distal right pulmonary artery, citing suspicion for device migration. The device was successfully retrieved via snare and a 34mm amplatzer septal occluder was successfully implanted with resolution of the patient's symptoms. Specific patient information is documented as unknown. Details are listed in the attached article, titled "atrial septal defect occlusion device migration presenting as acute heart failure."